Event description:
Primary surgery performed on (B)(6) 2023. First revision surgery performed on (B)(6) 2023 due to joint luxation (medacta not informed because the surgeon was not a medacta client); only head revised with a zimmer xl head. On (B)(6) 2023, the joint luxated again and head liner and cup were revised with a double mobility system.

Manufacturer narrative:
Batch review performed on 26 may 2023. Lot 2216281: (B)(4) manufactured and released on 05-oct-2022. Expiration date: 2027-sep-22. No anomalies found related to the problem. To date, 27 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision 4 months after total hip arthroplasty due to joint luxation in a 64 year old patient. A first revision surgery performed on (B)(6) 2023 due to joint luxation (medacta not informed because the surgeon was not a medacta client); only head revised with a zimmer xl head. Then, the joint luxated again and head liner and cup were revised with a double mobility system. Luxation with a standard, well proven device is normally due to suboptimal component positioning or insufficient soft tissue tension. The report mentions explicitly that the patient was exceptionally lax. The radiographic images provided do not show additional information. No reason to think of a malfunctioning device. Other devices involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115). Lot 2237472: (B)(4) manufactured and released on 24-nov-2022. Expiration date: 2027-nov-08. No anomalies found related to the problem. To date, 180 items of the same lot have been sold with no similar reported event during the period of review.